Event description:
It was reported that the device was in use for infusion of remodulin at rate of 60.4ng/kg/min. The reporter stated the patient had a headache and physician advised the patient to decrease the dose to 57.5ng/kg/min. The patient's caregiver attempted to adjust the dose but the pump prompted the user for a security code and he was unable to make the change. The reporter stated the patient was switched to a back up pump to continue infusion. No adverse effects to patient reported.